Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative calibrated the optical coherence tomography (oct) and z depth functionalities, as preventative measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported tags in capsulotomy in multiple patients post laser assisted cataract procedure. The images have been analyzed and the customer noted misalignment in the cuts. The arched incision presented opaque bubble layer (obl) in large quantities so the gas leaked into the limbus even though the energy was reduced.